Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock even though the patient's rhythm was correlated as reflected on the rhythm ID (rid). Boston scientific technical services (ts) discussed that the device went into redetection which caused the device to not inhibit the shock delivery. Ts stated that a software upgrade will fix this issue. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.